Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that actions/interventions taken included the medtronic representative meeting with the patient and he reset or silenced the pump. It was reported that the alarming issue was resolved. The representative told the hcp that the pump was alarming and when the hcp scanned it when doing the pump refill, the hcp didn't silence it so it kept beeping until the rep reset it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine (unk mg/ml at unk mg/day) and dilaudid (hydromorphone) (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that he has been hearing his pump alarm over the past three days. The patient stated that it was the single, solid tone and at first it was going off about every twelve hours then it was every hour. The patient had the pump filled last week. He has been able to use personal therapy manager (ptm) to get boluses and the ptm did not show any alerts. The agent reviewed possible reasons for alarm. He had a call in to his healthcare provider (hcp); agent reviewed that they should be able to silence the alarm with an update using the clinician programmer. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.